Event description:
It was reported that when the doctor pulled the lead out of the protector during the peripheral nerve evaluation, the tip was ¿badly¿ bent. The doctor did not use the lead and another lead was opened. No symptoms were reported. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead found the distal end of the lead was bent (new out of the box). Other parts of the lead were also bent. The continuity was acceptable.